Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to an incorrect adjustment/connection/position of the pump. However, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that during a shoulder surgery the device pumped constantly. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.